Event description:
It was reported from accu department that the primary tubing with saline was disconnected from the patient before use. Although it was reported that there was a delay in treatment, there was no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
The customer's report that the tubing separated ("disconnected") was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation was at the engagement between the exit of the set's tubing adapter (below lower fitment) and tubing components. No other issue was observed. Examination under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the tubing adapter, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter was within specification. The root cause was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The device history record for set model 2420-0007 could not be conducted due to no lot number being provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from accu department that the primary tubing with saline was disconnected from the patient before use. Although it was reported that there was a delay in treatment, there was no adverse effects caused to the patient as a result of this event.